Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. A manufacturing record evaluation was performed for the finished device 6750152 number, and no non-conformances were identified. Manufacturing date: aug/20/2013 expiration date: aug/31/2017. A manufacturing record evaluation was performed for the finished device 6598304 number, and no non-conformances were identified. Manufacturing date: jun/05/2012 expiration date: jun/30/2016. D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined with the available information. Reason for device explant and/or reoperation: suspected deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast implantation procedure with saline mentor smooth round moderate plus profile breast implants and experienced suspected deflation (side unknown) post-operatively. As a result, the patient underwent removal and replacement with unspecified mentor gel breast implants on (B)(6) 2018. Upon explantation, both devices were found to be intact. The implant information was provided for both breast prostheses; however, it is unclear which is the impacted product. If additional information is received regarding the correct complaint device, a supplemental report will be submitted.